Event description:
It was reported that a malfunction alarm occurred with a code resettable issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.